Manufacturer narrative:
The device was returned for analysis. The implant was noted to be attached to the pusher, but appeared deformed. The pusher appeared to have many kinks on the hypotube. A broken epoxy joint was noted on the proximal segment of the pusher. The transition joint between the hypotube and the body coil section was also noted to be broken. Based on the investigation, the complaint of a broken pusher could be confirmed. The pusher was kinked and damaged at several locations, indicating that it was subjected to an excessive force that exceeded its inherent threshold specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned for evaluation.

Event description:
It was reported that during an embolization treatment, resistance was encountered in the proximal portion of the microcatheter during advancement. After removal, the proximal portion of the pusher was noted to be broken. Both segments of the pusher were removed from the patient. There was no reported intervention or patient injury. The patient was reported to be fine.